Manufacturer narrative:
This is a final report. The case involves a delivery issue, therefore, there will not be any product to be returned for investigation.

Event description:
Customer reported that due to a delivery issue, she was not able to perform a blood glucose test and subsequently experienced tremulousness, pressure in her chest and a seizure. No third-party medical intervention was required. Customer self-treated by eating chocolate candy and drinking a soda. There was no report of death or permanent injury associated with this event.